Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 42 mg/dl when going to bed the night before and the in the morning it was 300 mg/dl due to suspending the insulin pump. The customer stated she didn't have any carbohydrates for dinner which caused the low. She declined troubleshooting for low blood glucose. The customer also reported she was unable to remove the battery cap from the insulin pump to change the battery. The customer mentioned she has arthritis and makes it difficult to remove the battery cap. Customer was instructed to use a large screwdriver; the customer was able to remove the battery cap. Customer was advised to monitor the insulin pump.